Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. The noise was reproducible with arm movements. There was no inappropriate shocks delivered or asystole as a result of the oversensing. As a result, the lead was explanted. It was confirmed that this lead was fractured. No adverse patient effects were reported.